Manufacturer narrative:
Concomitant medical products: 800sr34 heart ring, implant date (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with shortness of breath (sob). It was noted that the right atrial (ra) lead exhibited failed lead position check and high thresholds were also noted post implant that have resolved. Ra lead remains in use. No further patient complications have been reported as a result of this event.